Event description:
It was reported the patient experienced a spinal column fluid leak and chronic headaches after implant. The patient went to the hospital 5 days later due to the inability to sit up or move. Once the patient went home, she could not get out of bed. The issue resulted in hospitalization for 10 days. The patient had an MRI while in the hospital on (B)(6) 2015 and a manufacturer representative checked the pump after. The patient had not received benefit from the pump because of ¿side effects.¿ the patient still had a headache. The patient was to have another MRI on (B)(6) 2015. The pump was used to deliver fentanyl. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from manufacture representative that according to their schedule that the patient's actual implant date was 2015-(B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4) implanted: (B)(6) 2015, product type: catheter. Product ID: 8780 serial# (B)(4) implanted: (B)(6) 2015, product type; catheter. (B)(4).